Event description:
It was reported that during a bowel anastomosis the device, when reloaded was not firing correctly. Attempted to fire a tct75 with a blue reload that didn¿t work. One whole row of staples did not go through, so they had staples everywhere . Stapler was not cutting properly and only went half way. The surgery was delayed. The procedure was successfully completed. Additional bowel had to be taken to properly complete procedure due to issues with firing and staple line,

Manufacturer narrative:
(B)(4) date sent: 2/21/2024 d4 batch # unk b3: only event year known: 2024 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "were not firing correctly"? Device fired correctly out of box. Issue occurred when reload was put in. Described as anvil and cartridge halves didn¿t line up properly and only partial fired on one side, one side stapled. 2. Did the device staple? Partially 3. If the device stapled, was the staple line complete?half complete as described above 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Some formed b¿s others not. 5. Did the device cut?partially 6. If the device cut, was the cut line complete?no 7. Were the cut line and staple lines equal?no 8. Was the device fired across a staple line? Unknown 9. Did the reload lock out and would not work? Fired half way 10. Did the reload begin to staple and cut, but then jammed? Yes 11. Could you please clarify if there were any patient consequences? Surgeon had to take more bowel than originally planned as described in initial complaint. 12. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No information shared this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.